Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, nausea, and vomiting coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized. On an unreported date, the patient was treated with intravenous and intraperitoneal vancomycin (dosages, frequencies, and durations not reported) for the peritonitis event. On an unreported date, antibiotic therapy via the intraperitoneal route was stopped. Antibiotic therapy was reported to be ongoing with the patient receiving oral cipro 500 milligrams twice a day (start date and duration not reported). Dianeal and extraneal therapies were ongoing. Three days after the initial receipt of this report, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.